Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter; the cannula phalanges broke off inside the pt during the procedure requiring additional effort and time to retrieve. Current pt status: stable. No colostomy. No tissue loss. No bleeding in excess of 500ccs. Surgical time was delayed more than 30 minutes but there were no adverse events as a result. Nothing was left in the pt.